Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the atrial lead had no capture at five volts, had high impedance, and possible lead fracture was suspected. The lead was replaced. No patient complications have been reported as a result of this event.